Event description:
It was reported that after multiple positioning attempts to obtain satisfactory parameter measurements, the right ventricular (rv) lead had perforated the ventricle, leading to cardiac tamponade. Pericardiocentesis was performed and the lead remains in use. No f urther patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).